Event description:
Customer reported erroneous low platelet counts were obtained when using the coulter lh 750 hematology analyzer. The erroneous test results were not reported out of the laboratory. The test results were determined to be erroneous when compared to manual platelet estimates. Giant platelets were seen on the blood smear. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 events reported by this customer for one of two analyzers.

Manufacturer narrative:
Raw data analysis for this sample was conducted. The plt (platelet) histogram looked normal; there were no indications of any low end or high end interference. The front of wbc (white blood cell) histogram shows very little interference and the platelet clump flag was not triggered. The specimen was not sufficiently abnormal to trigger giant platelet or platelet clump flagging. On (B)(4) 2010, the field service engineer performed an evaluation of the analyzer. Compared specimens drawn at another facility on the customer's analyzer. The test results and flagging matched. The customer obtained new specimens and took those specimens to run at another facility. Those specimen's results and flagging also matched. Root cause for erroneous low platelets was the presence of giant platelets. Product labeling indicates: giant platelets are a known interfering substance. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. During the retrospective review, it was determined that an add'l MDR would be filed to document two separate malfunctions on two analyzers. The first MDR, 1061932-2010-00029, documents the malfunction on serial number (B)(4).